Manufacturer narrative:
There is a mismatch regarding the fu1 of the report MFR number 1000165971-2026-00024 reported. The fu1 of the report MFR number 1000165971-2026-00024 reported concerned another event. Please find here the fu2 of the report MFR number 1000165971-2026-00024, which is the 1st additional report regarding the initial report of the report MFR number 1000165971-2026-00024. Please refer to the attached report. Analysis of provided file (dated 23 december 2025), confirmed: - the subject ICD talentia dr 3540, s/n: (B)(6) was implanted on (B)(6) 2025. - a shock at 0.8j was triggered by the user, via the programmer on (B)(6) 2025. On that date, the device was not implanted, was still in its box, therefore the shock was not delivered (0j) as of (B)(6) 2025, this is the only and the last shock delivered by the ICD. So, the warning [58] is displayed. This warning will be displayed at each interrogation until a shock is successfully delivered. Based on available data, no issue is suspected on the subject ICD.

Event description:
Reportedly, during the in-clinic follow-up date (B)(6) 2025, an alert is displayed regarding a shock delivered at 0j. However, there has been no therapy or episode.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the in-clinic follow-up date (B)(6) 2025, an alert is displayed regarding a shock delivered at 0j. However, there has been no therapy or episode.

Event description:
Reportedly, during the pacemaker implantation, it was impossible to connect the atrial lead : no click heard after screwing it in. The ventricular lead was correctly connected to the pacemaker.